Manufacturer narrative:
Initial.

Event description:
It was reported that a new ilet user experienced high blood glucose after a larger-than-usual lunch and later experienced low blood glucose, despite the pump applying correction and stabilizing trends, with the user treating the hypoglycemia with oral glucose; the medical device problem and device component could not be determined due to insufficient information. Symptoms included hyperglycemia and hypoglycemia with associated malaise, headache, shaking, thirst, and increased urination. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no specific findings, and the medical device problem and device component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.